Event description:
A healthcare professional reported patient with trace micro striae, dry eye, and minimal glare at one day post op lasik surgery right eye. Upon follow up with the reporter, informed that the patient still has micro striae, and the patient had opted not to proceed with additional medical intervention to smooth microstrie. The symptoms reported have improved and the patient is very happy with the current vision. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).